Event description:
The dentist reported that abutment screw fractured.

Manufacturer narrative:
The product was returned. The reported fracture was confirmed. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer. Add follow up type. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿. Add event problem codes. Add evaluation codes.